Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, operating room staff contacted technical service engineer (tse) because the system powered on with an erbe error u 02. Before calling, the staff had already performed a hard power cycle on both the vision side cart (vsc) and the erbe without any change in the error condition. The caller later reported locating a backup third-party generator, and tse then assisted in connecting this backup generator successfully. The procedure was completing with a third party generator with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to correct the u 02 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found the issue could not be confirmed via system logs. Testing showed startup error u 02, and logs indicated c 00. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the error u 02 attributed to either loose cable connection on the syscheckmaster or faulty cable on the syscheckmaster.